Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows the locking cap had loosened and was completely outside of the screw head. It is possible that the locking cap was insufficiently tightened to the rod. This could be due to some form of obstruction preventing proper alignment of the screw head to the rod or seating of the locking cap, insufficient counter-torqueing of the screw head during final tightening, or due to some form of damage to the locking cap or screw head during surgery. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a creo mis locking cap came loose post-operatively.